Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that there are patient factors (specifically diabetes) and progression of cad that may have contributed to this patient's restenotic event. Based on the available information, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of obesity, angina, ischemia, previous pci, previous target vessel revascularization, hyperlipidemia, hypertension, and diabetes. The patient presented with a 70% restenosis of a cypher 3 x 33mm stent which was placed in (B)(6) 2005. A cxs18300 was deployed in the lesion at 14atm. Post-procedure stenosis was 0%.